Manufacturer narrative:
Continuation of d10: product ID neu_refillneedle, lot#/serial# unknown, product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated that the patient weight was asked but unknown at this time. The cause, action/intervention/result was asked for the event but unknown at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding patient receiving morphine 30 mg/ml 11.5 mg/day via implantable pump. The indication use was intractable spasticity. The company representative (rep) reported that they were expected 6.6 ml but got back 1 ml. It was stated the fluid he got back might have been a little pink and frosty. However, during the previous refill, the fluid he got back matched the expected volume and ¿was typically spot on.¿ the patient did not have an issue since last refill. On (B)(6) 2023, he was able to get all 20 ml in but then noticed that the fluid in the pump was pushing back more than expected and all 20 ml would fill the syringe without aspirating if he stopped pushing on the plunger. He stated that he put 5 ml of saline in and aspirated it out to ensure the pump was empty and that seemed normal but then again when he put 20 ml of drug in, it would fill the syringe back up if he released the plunger. It was confirmed that the patient did not have a fever which could increase the pressure in the reservoir. He was using a 20-gauge huber needle as he needed a longer needle than what comes in the kit. The healthcare provider (hcp) stated he planned to fill the pump with 10 ml because he did not want to over pressurize it and will check the expected volume. No symptom was reported.